Manufacturer narrative:
This report will be updated should additional information be provided.

Event description:
It was reported during ongoing use, the right ventricle (rv) lead was showing variable threshold measurements since the box change. Loss of capture and rv perforation are suspected. Technical services is reviewing data from latitude in order to determine if this is the case. No further information has been provided at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricular (rv) lead was showing variable threshold measurements since the patient had a box change procedure. Loss of capture (loc) and rv lead perforation were also suspected. A boston scientific technical services consultant reviewed the data via latitude (home monitoring system) and confirmed loc. A request for further review was sent to the engineering team, and found that the evoked response (ER) signals were very small for this patient, causing intermittent (loc) classification. The evoked response channel showed variability and loc showed a more positive peak, which likely affects capture detection. Additionally there was fast intrinsic activity greater than the maximum tracking rate (mtr), which helps with ER evaluation. Generally the ER channel will look for signals at specific windows after a paced beat, and changes in ER morphology can end in inaccurate loc determination. The ts consultant discussed programming options, and recommended setting the rv output to a fixed value, versus auto. Further information was also provided from the field representative. It was confirmed by the clinic that the rv thresholds were changed from auto to manual. The patient has not contacted the clinic with any further issues, and there have been no new alert auto downloads from the device. Additionally, the suspected perforation has been ruled out since the patient has not experienced any further symptoms, and both the reported allegation of loc and variable thresholds are now showing stable values. This lead remains implanted and in service. No adverse patient effects were reported.